Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later, during the procedure, the patient experienced bleeding from the gluteal artery. The surgeon recognized the issue promptly and the patient was taken to interventional radiology for embolization; post embolization there was no further bleeding. The issue was resolved at the time of the implant, no further follow-up will occur.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient was bleeding from the gluteal artery, an issue that occurred during the mesh implant procedure and resolved at the time of the implant. Device not returned.